Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of insertion part distal end lens glue has pin hole is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center for a separate issue which was not an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device. A pinhole was found on the glue around the distal end light guide lens. There was no patient involvement.